Event description:
It was reported that the pt experienced ineffective stimulation. Reprogramming did not resolve the issue. X-rays were taken and did not reveal lead migration. The pt will undergo surgical intervention at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.